Event description:
According to the customer contact, "the one leg collapsed and broke, injuring my sister who was using it."

Manufacturer narrative:
According to the customer contact, "the one leg collapsed and broke, injuring my sister who was using it." No additional information at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 CFR 803.3.